Event description:
Event description guidant received information that this transvenous pacing lead exhibited out of range (high) pacing impedances. It was reported that the amplitude has decreased and unable to obtain thresholds. A lead dislodgement is suspected.